Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25 lead; implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported there was a lead fracture. It was determined the patient no longer needed pacing support and re-programming was done. Approximately six years later the patient presented with abdominal stimulation. It was further reported the device may have reached elective replacement indication (eri) and reverted to a pacing setting. It was also reported the device was unable to be interrogated. The device and lead remain in the patient. Additional information was requested but could not be obtained. No patient complications have been reported as a result of this event.